Manufacturer narrative:
(B)(4) concomitant medical products: 00630505036 62488593 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, 00625006535 62326358 bone screw self-tapping 6.5 mm dia. 35 mm length, 00625006515 62400504 bone scr 6.5x15 self-tap, unknown depuy spec metal femoral head. Unknown depuy stem. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately three years post-implantation. During the revision, metal particles/wear debris were noted to be embedded in the liner. Attempts have been made and additional information on the reported event is unavailable at this time.